Event description:
It was reported during a da vinci s hysterectomy procedure the mega suturecut needle driver instrument tips would not respond to the system. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the tips would not open or close. The grips would not open because the grip cable was broken which supports the open and close function. The broken cable segment sticks out at the wrist. The idler pulley spins freely and exhibited damage to the pulley face and rim. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.